Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set was leaking at site on (B)(6) 2024 . The blood glucose level was 240 - 260 mg/dl at the time of event. The infusion set was in use for less than 48 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.